Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the backup battery did not work. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.